Manufacturer narrative:
(B)(4). Manufacturing date -- 01/05/2016 ¿ 01/06/2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional flow rate test was performed and the flow rates were found to be within the specified range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow from a folfusor device. There was no patient injury or medical intervention associated with this event. No additional information is available.